Event description:
During routine testing of the device at the service center, the service technician reported that the o2 (oxygen) sensor would not calibrate. Since the event occurred during routine testing, there was no patient involvement.

Manufacturer narrative:
Evaluation in progress, but not yet concluded. A supplemental report will be submitted should information be received that would impact this initial report.